Manufacturer narrative:
Concomitant medical products: d334trg ICD, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the right and left ventricular lead thresholds had increased, but were stable. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.